Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia with a highest continuous glucose monitor reading of 303 mg/dl after an occlusion alarm, and the user did not perform troubleshooting or resume delivery until instructed; the infusion set was an inset and the continuous glucose monitor (cgm) was dexcom g7. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to the user interface, and an improper method in that the user did not follow the recommended troubleshooting for an occlusion; insulin delivery resumed after fill-tubing steps cleared drops. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.